Manufacturer narrative:
Operator of device and if the initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was as error code 1260. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: update. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the top tamper seal. The customer stated problem was duplicated. Microprocessor unit board was damaged clock battery lead contact was pulled off. Faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 07-may-2018.